Event description:
It was reported that during the surgery when the surgeon went for final tightening of the screw, he experience twice the ¿snapping¿ of the torque after reaching the 12 newton as indicated.

Manufacturer narrative:
Method: device history review; complaint history review; functional inspection; results: during testing, the returned wrench was used to final tighten a xia 3 blocker threaded into a tulip and did so without any noises being made. Correspondence confirms that the surgeon uses a specialty audible torque wrench, but the returned torque wrench is a regular torque wrench not meant to emit any audible snaps. It is possible that the surgeon confused this device with an audible one. Furthermore, during final tightening, a great deal of torque is applied to the blocker, applying force on the threads. It is possible that the sound heard may just have been the sound of these two implants contacting each other or of the screw threads rotating against the pedicle. Because the event could not be replicated, the cause of the reported snapping sound could not be determined. Conclusion: the customer reported event of a snapping noise was confirmed via correspondence with the originator. However, the failure could not be reproduced during testing as the device was found to function properly. The reported event resulted in a 5 minute delay. No manufacturing issues were identified during the device history review.

Event description:
It was reported that during the surgery when the surgeon went for final tightening of the screw, he experience twice the &#50382;apping&#55311;f the torque after reaching the 12 newton as indicated.